Manufacturer narrative:
This lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to an infection.